Manufacturer narrative:
Device evaluation: the cuff component was visually inspected, microscopically examined, and tested for leaks. A pinhole leak was identified in the cuff shell consistent with wear at a corner of a fold. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported the patient had the artificial urinary sphincter cuff component removed as the aus was not working and the patient was incontinent. The patient was expected to recover for the revision surgery.

Manufacturer narrative:
H3 device evaluation: the cuff component was visually inspected, microscopically examined, and tested for leaks. A pinhole leak was identified in the cuff shell consistent with wear at a corner of a fold. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Mechanical issue and urinary incontinence was reported. The balloon component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the balloon. The balloon was not functionally tested because there was no device allegation made against the balloon component, and further functional testing did not deem necessary as original pressure is unknown. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump. The pump was not functionally tested because there was no device allegation made against the pump component. Product analysis confirmed the mechanical issue. This damage would affect the functionality of the device and would therefore be the most probable cause for the reported urinary incontinence issues.

Event description:
It was reported the patient had the artificial urinary sphincter cuff component removed as the aus was not working and the patient was incontinent. The patient was expected to recover for the revision surgery.